Manufacturer narrative:
It was reported that during the intervention procedure, it was necessary to land on the renal artery and occlude it because of the expansion of the proximal neck. Dialysis was scheduled for the patient. Two separate interventions took place, the proximal cuff was implanted on (B)(6) 2020 and one week later the limb extensions were implanted to cover the whole main body along with the coil embolization. It was confirmed there was no issue with the endurant limb etlw1624c124ej. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. The main etbf2820c166ej was implanted from the right side and the etlw1624c124ej was implanted on the contralateral side. There was no noticeable endoleak, and the diameter of the aneurysm was steadily decreasing. It was reported that during a follow-up, approximately 6 years post index procedure, a slight increase in aneurysm diameter and blood vessel diameter was confirmed due to a type 2 endoleak. It was reported the patient presented emergently with a loss of seal adhesion of the main body stent graft occurred. The event was treated, by implanting two excluder aortic extender devices at the position where the renal artery was occluded. Although there was no noticeable endoleak, the distal neck was also dilated. It was stated that the one left lumbar was embolized via the right internal iliac artery (iia). Coiling was performed on the right internal iliac artery (iia) main trunk. Two excluder were used and extended to the right external iliac artery (eia) in order to cover the whole main body limb. No endoleak was noted, but the type 2 endoleak still remained. As per the physician, cause of the event was caused by the type 2 endoleak. It was stated that the loss of seal adhesion of the main body stent graft occurred due to a expansion of the proximal neck. No additional clinical sequalae were reported and the patient will be monitored.